Event description:
It was reported that a customer received several altitude alarms related to a pump. There was no information available regarding the impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the return of the pump was awaited for further investigation.